Event description:
The distributor of the customer kit pack reported the following: the customer stated, "a recalled cautery pencil was used from an over labeled pack during a surgery and burned the patient." No add'l info has been provided by the distributor.

Manufacturer narrative:
According to the reported event, the customer admitted to using an over-labeled/marked custom kit pack that contained a recalled electrosurgical pencil. This custom kit pack was labeled/identified by the distributor as containing a recalled electrosurgical pencil. No further info has been provided by the distributor.